Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced error e433 during an unspecified event. There were no reports of patient or user harm associated with this event.